Event description:
New information the right ventricular lead was oversensing the noise. No changes or interventions were performed; the physician elected to monitor the lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the right ventricular lead exhibited a noise problem. The patient condition was unknown. No further information was reported on this event.